Event description:
It was reported by the affiliate that the (1) tsb45 device was used for a wedge resection procedure. It was reported device cut, but the staples would not close. The case was completed with another instrument and there was no consequence to the pt.